Event description:
The consumer reported that the patient felt stimulation increase when he walked through sliding glass doors, and stimulation did not automatically decrease back down. It was noted that the patient had stimulation set at a low setting. The patient had to get out his patient programmer and lower stimulation. The patient was advised to follow up with the healthcare professional, and it was recommended that the patient turn stimulation down or off when walking through sliding glass doors. The date of onset for the reported issue was unknown; the patient stated the issue occurred the last time he saw a manufacturer representative in 2015. The last time the patient met with the manufacturer representative in 2015, the manufacturer representative ran some logs and told the patient they could not pick up all of the logs. Additional information received from the healthcare professional on (B)(6) 2016 reported that the healthcare professional was not made aware of the issue and the patient had not contacted the healthcare professional regarding this issue. The healthcare professional noted that they will schedule an appointment with the manufacturer representative, if contacted by the patient. The patient's indications for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.